Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016 the transmitter was having connection challenges. There was no report of injury or medical intervention. No additional event or patient information is available.